Manufacturer narrative:
The insulin pump passed functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, pump error 4 and 53 found were found in the insulin pump history. The insulin pump was received with scratched case, pillowing keypad overlay, keypad overlay texture damage and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received two software error alarms and was not able to clear. Customer was advised that insulin pump would need to be replaced.